Event description:
It was reported that, during a follow up in clinic, the patient with this cardiac resynchronization therapy pacemaker (crt-p) system, exhibited noisy signals on the right atrial (ra) and right ventricular (rv) lead while doing isometrics, nonetheless, the noise was not sensed nor has the patient felt symptomatic and there were no false stored episodes. It is believed that possible myopotentials. Additionally, the ra lead exhibited high pacing impedances out of range. This ctr-p system remains in service. No adverse patient effects were reported.